Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A f/u will be submitted with all relevant info.

Event description:
It was reported that during the procedure in the heavily tortuous internal carotid artery, while advancing the emboshield nav6 retrieval catheter (rc), the catheter became caught up in the implanted rx acculink stent. After various techniques were attempted to advance the rc, a buddy wire was used. The rc was successfully advanced and the filter was removed. There was no adverse pt sequela reported. No add'l info was provided.